Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2. Request was performed for additional information including serial number; however, serial number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific serial number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4) event country the united states. This emdr is being submitted for an unknown number quantity. It was reported that the patient experienced high blood glucose with value of 600mg/dl went to emergency room and got treated with intravenous and fluids of saline and insulin on (B)(6) 2026. No further information available.